Manufacturer narrative:
A review of synthes device history records and found that the product conformed to all requirements. A manufacturing evaluation was conducted. The tip of the conical extraction screw is broken off, otherwise there does not appear to be any damage to the instrument. The material and hardness of the complaint product were verified to be within the specifications. The instrument conformed to dimensional specifications at the time of manufacturing and passed incoming inspection at synthes.

Manufacturer narrative:
Device used for treatment. Implanted approximately 2009. Information from received questionnaire. Information from product received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected information - patient weight (B)(6).

Event description:
During a removal of previously implanted distal tibia hardware, the conical screw broke. All broken fragments were retrieved. The surgeon used another extraction screw to complete the procedure.

Manufacturer narrative:
The device is used for treatment, not diagnosis. A product development evaluation was conducted. The tip of the device has broken and is missing. All other aspects of the device look to be according to the design specification. This device is not indicated to be used in the tibial surgery mentioned in the complaint. This device is designed for spinal screw removal, and the performance has not been evaluated for this off-label use. The likely cause of this complaint is the unanticipated loading scenarios seen in this type of off-label usage.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.